Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. System check was performed with tandem technical support and found blockage in cartridge. Customer changed cartridge and resumed insulin therapy. Customer's blood glucose was 250mg/dl at the time of event.